Event description:
It was reported that during testing conducted at the manufacturer facility, the micro sagittal saw would not stop running when connected to the handswitch. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.